Event description:
Customer reported he is having high blood glucose. Customer has not eaten anything for a few hours. Customer's blood glucose is 593 mg/dl. He stated he feels warm, weak, and a little out of it. He was treated with manual injections. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.